Manufacturer narrative:
One (1) photograph was provided by the customer for evaluation. One photo confirms the complaint of the spike broken off. The customer complaint can be confirmed from the photograph provided. A probable cause cannot be identified based on the information that has been provided. The device history report (DHR) for lot number 14051967 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemoclave® bag spike, (B)(4) units generated a leak during patient use. The report states that the sample was defective. No staff or patients were exposed to hazardous drugs. No medical attention is required for either staff or patients. The drug involved was cyclophosphamide and (B)(4). Drug dose, diluent, concentration 750mg/d5w 500ml 750mg in 551.75ml. The amount spilled was approximately 20 ml and no spill kit was used. The report states that the spikes break with the cyclophosphamide product branded avyxa. After the addition of medication, the spike was flushed. Medication was still in the chemo bag. Proper garbing was used to retrieve other medications in the same bag. The sample was available for evaluation. Sterile samples of the same lot # were available for testing. A sample photo was provided showing the sample and it seems that it was broken off. The customer does not use ICU fluids, they use braun. There was no patient harm reported.